Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 4 years and 4 months following the implant of this transcatheter bioprosthetic valve, the valve failed due to severe central aortic regurgitation, and paravalvular leak (pvl). Per the physician, the depth of implant of the valve caused/contributed to the event. Treatment was not provided or planned. No additional adverse patient effects were reported.

Event description:
Additional information was received that following the valve implant, the severity of the paravalvular leak (pvl) was severe.

Manufacturer narrative:
Updated data: b5 b7, corrected data: e3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: transesophageal echocardiogram (tee) imaging was provided for review. The evolut implant appeared shallow. Severe central aortic insufficiency (ai) was evident. Unable to visualize prosthetic leaflet function with color flow interrogation, no short axis images were provided without color. Paravalvular leak (pvl) was not seen. Moderate to severe mitral regurgitation was visible along with mild tricuspid regurgitation. Computed tomography (CT) imaging was provided along with a case report. Evolut implant does not reach native annulus with bottom of the non-coronary cusp (ncc) being approximately 6.5 mm below evolut frame inflow. Physician proctor review of echo imaging and case summary also stated the implant depth to be the cause of ¿¿torrential ai¿¿. Fluoroscopic images show two evolut valves that appear to be above the annulus. Aortogram confirmed significant aortic insufficiency /regurgitation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.